Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The device was not returned for analysis. The serial number for this device was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Quality issues were reported involving z9002 intraocular lenses (iols) and silver pscst30 cartridges, the lenses are not loading properly, being overwritten, and haptics breaking. No further information is available.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that in section b5: describe event or problem statement was inadvertently not included and section d11: concomitant information was inadvertently not included; therefore, it is captured in this supplemental report: section b5: describe event or problem: this report is for lens events. A separate report is being submitted for the cartridge events. Section d11: medical product: pscst30 cartridge lot: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.